Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited an abrupt increase in pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch (lss). Non-physiologic noise and oversensing was observed prior to the lss, resulting in atrial tachy response (atr) episodes. Post lss, myopotential noise in unipolar configuration was observed. The oversensing resulted in greater than two seconds of pacing inhibition however, there was no asystole as this patients' intrinsic rhythm was coming through. This patient will be brought in for further testing as a ra lead fracture is suspected. Additional information is being requested from the field. This ra lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead exhibited an abrupt increase in pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch (lss). Non physiologic noise and oversensing was observed prior to the lss, resulting in atrial tachy response (atr) episodes. Post lss, myopotential noise in unipolar configuration was observed. The oversensing resulted in greater than two seconds of pacing inhibition however there was no asystole as this patients intrinsic rhythm was coming through. This patient will be brought in for further testing as a ra lead fracture is suspected. Additional information is being requested from the field. This ra lead remains in service at this time. No adverse patient effects were reported.